Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. 2 years 10 months and 9 days post procedure, the catheter line broke off at the blue hub prior to dialysis. The catheter line was removed and replaced. There was no reported patient injury.

Event description:
On (B)(6), 2023, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Two years ten months and nine days post procedure, on (B)(6) 2026, it was reported that the catheter line broke off at the blue hub prior to dialysis. The catheter line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although physical device was not returned for evaluation, two electronic photos were provided for the review. The photos show partial view of a glidepath hemodialysis catheter in which one of the extension legs was noted to be broken and completely separated from the catheter strain relief. The completely broken extension leg was noted to be missing. Therefore, the investigation confirmed for reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.